Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer reported cannula bent, pump label worn out, differences in sensor and blood glucose values. Blood glucose value was 600 mg/dl and sensor glucose value was 400 mg/dl. The customer was hospitalized and treated with intravenous insulin infusion. The customer also experienced symptoms of tired/weak, vomiting. The event involved product(s) mmt-1884, mmt-397a, mmt-332a. Troubleshooting was performed. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884, mmt-397a, mmt-332a.

Event description:
Updated summary: the event involved product(s) mmt-1884, mmt-397a, mmt-332a and unk_sensor. No product return is required for mmt-397a, mmt-332a and unk_sensor. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device.

Manufacturer narrative:
Additional information has been received regarding the new svn (unk_sensor) addition which was not included in the initial report. So, the additional information was added in b5 and d10 section with this report. The pump was received with a serial number label fading. The pump was also received with unresponsive keypad. Unable to verify no delivery alarm/insulin flow blocked alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to unresponsive keypad. Unable to download history files and traces using thump due to unresponsive keypad. Unable to upload pump to carelink due to unresponsive keypad. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.13 mv). A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu, continued self test, upload pump to carelink, download history files and traces using thump. The pump passed the self test. No unresponsive keypad/keypad anomaly noted when using the test case. Unresponsive keypad/keypad anomaly was confirmed, problem isolated on the keypad assembly noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) event date of 28-nov-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(6) event date of 28-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 2 days prior to the related svn#: (B)(6) event date of 25-nov-2025 and 1 week prior to the primary svn#: (B)(6) event date of 28-nov-2025, these pump error(s)/alarm(s) were noted: lost sensor 1 alert (780) was found on: (B)(6) 2025 21:49:00.000. Lost sensor 2 alert (781) was found on: (B)(6) 2025 22:07:00.000. Sensor error alert (801) was found on: (B)(6) 2025 23:08:41.000, on (B)(6) 2025 23:18:00.000. On (B)(6) 2025 01:08:42.000 to on (B)(6) 2025 19:58:00.000. Sg calibration error (776) was found on: (B)(6) 2025 03:27:33.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful.¿ the pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the related svn#: (B)(6) event date of 25-nov-2025. However, multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 during bolus/basal/prime deliveries. Unable to test for no delivery alarm/insulin flow blocked alarm due to unresponsive keypad. No delivery alarm/insulin flow blocked alarm was unknown. The pump was received without a battery. The pump was received with a battery cap with a broken 2 heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a broken belt clip rails. Cosmetic damage was confirmed at the serial number label of the pump during analysis. Unable to verify customer alleged for high bgs/dka. Unable to verify no delivery alarm/insulin flow blocked alarm, perform the required testing, upload pump to carelink, download history files and traces using thump due to unresponsive keypad. No delivery alarm/insulin flow blocked alarm was unknown. However, a test case was used and the pump was able to navigate the menu, continued self test, upload pump to carelink, download history files and traces using thump. Unresponsive keypad/keypad anomaly was confirmed, problem isolated on the keypad assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.